Manufacturer narrative:
(B)(4). Batch # p93h3d. Brand name is harmonic ace plus 7 w adv hemostasis. Catalog is harh36. Unique identifier (UDI) is (B)(4). Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. When the device was connected to a test handpiece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic hernia procedure, the pad came off and fell into the patient. Tissue pad was retrieved. Unknown as to what steps were taken to retrieve the tissue pad. Another like device was used to complete the procedure. There were no adverse consequences for the patient.